Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of failure code 38 was confirmed during evaluation by the service technician. The cause of the reported problem was identified to be the left force sensing resistor being out of specified range. The device was returned unrepaired due to obsolete and unavailable part(s). Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.